Event description:
It was reported that this pacemaker exhibited far field oversensing resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) provided reprogramming recommendations. No adverse patient effects were reported. This device remains in service.